Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-17102 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set tubing detachment event in between (B)(6) 2024. The infusion set was in use for less than an hour. The location of detachment is connector. No further information available